Manufacturer narrative:
The device was manufactured march 2, 2017 - march 3, 2017. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked from a ruptured bladder during patient infusion. The fluid made skin contact with the patient. The device had been filled with fluorouracil. There was no patient injury or medical intervention associated with this event. No additional information is available.